Event description:
It was initially reported by arjohuntleigh rep: "two staff members had placed the resident on the commode in her room attached to the sara 3000 with the sling. They have locked the wheels on the commode and sara 3000 and left the room. The resident yelling was heard and when they re-entered the room, found the resident hanging from the sling with the commode tipped and her feet under the foot plate of the sara 3000." Ref MFR report (B)(4).